Event description:
On 08/28/2023, it was reported by a sales representative via sems that an ar-8330h shaver burr continues spinning. This was discovered during a procedure with no patient harm.

Manufacturer narrative:
(No problem found) the evaluation did not reveal any issues relevant to the reported event, "on 08/28/2023, it was reported by a sales representative via sems that an ar-8330h shaver burr continues spinning. This was discovered during a procedure with no patient harm."